Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device had a defibrillator malfunction showing an "above 60 mil seconds / critical failure" message. Additional details have been requested. The device was in use on a patient, however there was no adverse event to patient or user.